Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 59 mg/dl. Caller reported that when customer felt blood glucose going low, he treated with food. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. During troubleshooting, caller reported that the food and correction bolus were not correct. Insulin pump received a no delivery alarm and off no power and did not first receive a low battery alert. Caller was able to resolve alarm with a battery change. Customer was still hospitalized at the time of call.